Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a check-up, exit block was observed. The patient was asymptomatic. The lead was explanted and replaced. The patient condition was good.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.